Manufacturer narrative:
Title: comparison of surgical complications rates between ligasure small jaw and clamp-and-tie hemostatic technique in 1,000 neuro-monitored thyroidectomies source: frontiers in endocrinology april 2021, volume 12, article 638608. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature, a retrospective study compared the outcomes of ligasure small jaw and conventional clamp-and-tie hemostatic technique in patients undergoing thyroidectomy between 2013 and 2019. There were 1000 patients in the study: 500 patients in the clamp-and-tie surgical technique group and 500 patients in the ligasure sutureless thyroidectomy group. Postoperative complications included temporary and permanent recurrent laryngeal nerve injuries.